Event description:
A us distributor returned a monitor and reported the monitor displayed code 203.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code) was investigated. As received, the monitor displayed code 203. The code 203 is indicative of an internal pulse test failure. The cause for failure is isolated to the k3 relay on the defibrillator board was defective and the contact were unable to close properly. The root cause for the defective k3 relay could not be positively identified. No adverse event resulted from the damaged monitor.